Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered urinary incontinence, trouble with bladder, trouble with bowel movements, and dyspareunia. No further info has been provided.